Event description:
It was reported that a pump alarm was audible. The pump was interrogated and the logs were read. Multiple motor stalls were reported; six motor stalls since the pump was implanted. The last motor stall occurred twice on (B) (6) 2010 and restarted 45 minutes later. The device was replaced. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).